Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system is exhibited noise on the atrial channel. It was noted that the respiratory rate trend (rrt) had been programmed off. The caller was inquiring about the potential for this device to exhibit noise due to interaction with the minute ventilation (mv) feature. A boston scientific technical services consultant informed the caller that the advisory regarding mv does not include this type of device. The consultant further explained that this family of products would disable the mv sensor if artifact is sensed on right ventricular (rv) channel. Additionally, atrial oversensing would result in atrial tachycardia response (atr) events. The patient was asymptomatic. No adverse patient effects were reported.